Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a syringe 5ml ll tip bulk convenience pak. The following information was provided by the initial reporter, "it was reported that there was a large number of leaking syringes leading to high rejection rates in finished product. It was clarified this was leaking past the stopper. This pr is for 5ml lot 9088628 on (B)(6) 2019. Large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product. Samples available. Per email on (B)(6) 2020: these lots were leaking past the stopper." 1 of 14 related complaints.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided final lot number 9088628 and all applicable sub-assembly product lot numbers. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for this specific incident and complaint record, our quality engineer team was unable to complete a thorough sample investigation. At this time, a manufacturing related cause for this reported incident cannot be determined. Our quality team will continue to monitor the production process for signs of this potential defect and all reported incidents will be closely reviewed for tracking and trending purposes. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred before use with a syringe 5ml ll tip bulk convenience pak. The following information was provided by the initial reporter, "it was reported that there was a large number of leaking syringes leading to high rejection rates in finished product. It was clarified this was leaking past the stopper. This pr is for 5ml lot 9088628 on (B)(6)2019. Large number of leaking syringes leading to high reject rates in finished product. Leaking syringes identified during visual inspection of finished product. Samples available per email on (B)(6) 2020: these lots were leaking past the stopper." 1 of 14 related complaints.